Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 18.6 mmol/l (336 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient noticed the adhesive pad was wet and was unsure if the cannula was properly inserted into the infusion site. A new pod was applied to treat the hyperglycemia. The patient's blood glucose and insulin history is as follows: (B)(6).